Event description:
Information was received that while a smiths medical tracheostomy was in use, the gap between the introducer and the tracheal cannula was caught in the cricoid cartilage of the patient. This broke the cartilage. Air then entered the opening, causing the patient to suffer from subcutaneous edema.